Event description:
It was reported that (2) devices were used during a sigmoid resection. It was reported by the rep that the surgeon placed the tlc55 over the sigmoid to transect and could only advance firing knob forward and couple of inches. The instrument was relaoded and still could not be advanced. A new tlc55 was opened with the same result. Another tlc55 was opened to complete the case. There was no consequence to the pt. Instruments were discarded.